Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/12/2017, that the patient had a CT (computed tomography) scan on (B)(6) 2017. It was indicated that the CT scan was not related to a dexcom issue; however, the results of the CT scan showed a sensor wire that had broken off inside the patient's body. The patient's mother was unsure when this sensor was inserted. At the time of contact, the patient was scheduled to see a pediatric surgeon on (B)(6) 2017 regarding the sensor wire. Additional patient or event information is not available.